Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse first replaced the pneumatic module but auto fill failure persisted. After further investigation fse identified the pressure tube insert was cracked. Fse replaced pressure tube and reinstalled original pneumatic module. Unit passed functional and safety test and was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had autofill failure.